Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during a gastric bypass procedure, the 45mm stapler fired the reload normally and was well formed into the tissue, but the next day, the patient presented a cardiac abnormality and was reoperated. When they opened the patient, there was an inconsistent staple formation with 1 blue reload in the fourth firing from the gastric-gastric anastomosis, showing filtration in the stapling line. The re-operation was an open procedure , and following the surgery, the patient stayed 8 days in the i.c.u. (Critical care).